Event description:
It was reported by service report that during pm it was found that the foot left load cell did not read properly and the side rail had exposed sharp edges. No patient involvement or adverse consequences are reported.